Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose level of 52 mg/dl. Reportedly, the customer is working with healthcare provider to adjust basal rates and declined to provide any further information or complete troubleshooting.